Manufacturer narrative:
Health effects, codes: updated.

Event description:
Additional information received via email. No medical intervention required. Date of the event was updated from unknown to (B)(6) 2023.

Manufacturer narrative:
No sample was returned for investigation, a photo of the reported condition was added for investigation. According to what is observed in the photo, it is not possible to identify if there is a leak in the sample. It is not possible to determine if the sample is leaking from the valve. If the sample is returned, the investigation will be reopened to complement the analysis of the affected device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Corrected data: g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the product was leaking from the blue colored valve part, "leads to patient victimization". Adverse patient effects are unknown and the outcome was resolved.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.